Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® voluma¿ in malar crescent and chin. Two weeks later, patient was injected with 0.6 ml of juvéderm® volbella¿ in the tear trough. 25 days later, patient was injected with 1 ml of juvéderm® volux¿ in the mandibular angle and another injection of juvéderm® volux¿ two weeks later. Eight days later, patient experienced inflammation of the treated area but more on the right side. Patient was treated with amoxicillin-clavulanic acid 500mg/125 1 tab every 8/h for 7 days, enantyum 25mg 1 tab every 12 hours 5 days, dacortin 30mg for 5 days and probiotic. Three days later, patient symptoms improved. Three days later, patient symptoms worsen again. Patient reported they took corticoid but stopped after three days as they suffer from chronic gastritis and was having symptoms. Physical exploration shows an indured mass exclusively on treated area (1-2cm) with pain only to palpation. Abscess spontaneously drained. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00413 (allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.